Manufacturer narrative:
(B)(4) - based on the information provided, isi has not determined the root cause for the alleged operative complications experienced by the patient and his subsequent demise. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient expired on an unspecified date. However, at this time, the cause of the patient's death is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the patient's death.

Event description:
It was reported that after undergoing a da vinci-assisted prostatectomy procedure, the patient expired on an unspecified date. According to the initial reporter, the surgical procedure was long and there were unspecified complications. There were no reported system failure issues. On 07/24/2017, intuitive surgical, inc. (Isi) contacted the initial reporter, an isi clinical sales representative (csr), and obtained the following information regarding the reported event: the csr was not present during the surgical procedure which was not recorded on video. To her knowledge, the da vinci surgical system was in the operating room (or) for approximately 13 hours. To her understanding, the da vinci surgical system was used for the entire duration of the surgical procedure and there were no reports that a malfunction of a da vinci system, instrument, or accessory occurred. The csr stated that the patient reportedly had a ton of adhesions which took a while to clear in order for the surgeon to gain access to the prostate. The surgical procedure was completed. However, post-operatively the patient complained of severe abdominal pain and underwent some type of unspecified scan. The csr was unsure of what date the patient expired. The csr indicated that an unspecified source from the hospital informed her that the patient expired on the date of the surgery. On the other hand, another unspecified source from the hospital reportedly informed her that the patient expired on post-operative day 3 while being scanned for abdominal pain.